Manufacturer narrative:
Actual component evaluated at customer's site. The fse replaced the skinner valve to correct problem. The fse performed and passed the check out procedure. The fse ran a test cycle. The system meets manufacturing specifications.

Event description:
The customer alleged that the unit was leaking cidex opa. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.